Manufacturer narrative:
Siemens has completed the technical investigation of the reported event. It was determined that the root cause of the deviation was caused by misconfiguration. The parallel ranges (created by pacs ready) are configured to save the mixed dataset. Therefore, measurements are done on the mixed volume. When using an interactive dual energy task, the measurement is done on the monoenergetic plus 90kev volumes. This explains the deviation of approximately 150 hu. This deviation is explained by the different volumes. When configuring the parallel ranges to save monoenergetic plus 90kev volumes, the deviation is acceptable (the specification allows for a difference of +/- 5hu). The change of configuration was performed intentionally and the access to this configuration screen is password-protected. The "dual energy admin role" is needed to perform these changes and the parameter is clearly described in the associated instructions for use. The "incorrect" configuration can be recognized by the user as follows: with the incorrect configuration, the image comment displayed is, "automatic result/mix/monoenergetic plus". This comment indicates that the image is a mixed (120kev equivalent) image. With the corrected configuration, the image comment should be displayed as "automatic result/me 90kev/monoenergetic plus" to indicate a 90kev image. Even though this issue has been identified primarily as a configuration issue, siemens will improve the software to avoid possible wrong hu calculations in the future. A defect has been opened for the planned software improvement and the implementation schedule is still open.

Manufacturer narrative:
Reporting facility phone number is: (B)(6). Siemens is conducting a thorough technical investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens was made aware on december 18, 2020, regarding a the relevance of a safety issue associated with the reported syngo software. This issue could have an adverse impact on radiation treatment plans based on post-processed CT images. The customer reported different results when creating one roi (region of interest) on mono+ (90 kev) rapid result auto parallel ranges and then copying the same roi to the manually created mono+ series. The hu (hounsfield unit) values only slightly differ, but precise results are needed because radiotherapy planning is dependent on these images. Additionally, although the images have the same slice thickness, the aa parallel ranges have a different number of images than the series that was created manually. Due to these issues, the customer reported they cannot trust the system results. The customer requested a reliable statement from siemens as to why the results are different, what the reason is for the system behavior and how this problem can be avoided. Although no injury or patient mistreatment has been reported due to this event, it cannot be excluded based on the available information, that there is the potential for incorrect treatment dose application during future radiotherapy sessions. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).